Event description:
The user reported that the connector for the catheter broke. The connector broke where the barb presses against the inside of the catheter. The nurse used a competitors connector to replace the broken connector. However, the replacement connector was not the same size and the nurse reported that it did not fit as well in the catheter as the original connector. No harm or injury was reported. The user reported that the catheter was implanted sometime in july or august of 2012. The implantation date provided in this report is an estimate. The user did not provide a lot number.

Manufacturer narrative:
The suspect device has not been returned for eval. A review of the device history record and complaint database could not be performed as the user did not provide a lot number. A f/u report will be submitted when the investigation has been completed.